Event description:
It was reported that the pump battery was depleting quickly, that the wake button was unresponsive, that the touch screen was difficult to see and that the pump shut off unexpectedly. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.